Manufacturer narrative:
There is no device information was provided. So, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021. H3 other text: device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information patient's wife reporting that her husband passed away in 2021. She reported that her husband had 3 devices, 2 of which had "serial numbers involved in the class action lawsuits, all three had a foam issue." She stated, "the death toll rises from exposure to your foam." She reported that her husband, over an estimated time span of 2017-death, had issues with "improper foam sealed doors." Patient's wife also reporting that her husband developed asthma. In addition, the customer reported allegations of night-time and morning coughs, headaches, and never felt rested. Medical intervention was not specified. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.